Manufacturer narrative:
The reported event is inconclusive as no sample was returned for evaluation. A potential root cause for this failure mode could be user related (example: salt accumulation)/block drainage lumen/no drainage eye). The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. Use luer tip syringe to inflate with stated ml of sterile water. Or for pre-filled products, remove clips and squeeze reservoir to inflate with stated ml of sterile water." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the foley got clogged. Therefore, the catheter had to be removed and replaced. No medical intervention was reported. The patient advised via phone on 26-june-2019 that the issue was with him and not the catheter. He also stated that he wasn't sure why liberator reported that, as he called them about an order fulfillment.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Event description:
It was reported that the foley got clogged. Therefore, the catheter had to be removed and replaced. No medical intervention was reported. The patient advised via phone on (B)(6) 2019 that the issue was with him and not the catheter. He also stated that he wasn't sure why liberator reported that, as he called them about an order fulfillment.